Event description:
It was reported that the doctor was inquiring about explanting the device due to the implantable neurostimulator (ins) not working. The doctor wanted to know if the leads needed to be removed. The implant doctor thought the ins should be removed. The reporting doctor was the patient¿s managing health care provider and was going to discuss with the patient and the implanting doctor. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).